Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was missing a cannula when it was removed from the insertion site. Customer¿s blood glucose was unknown at the time of incident. Customer also reported blood at site and no troubleshooting was performed. The product is not expected to return for analysis.